Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. It was found the customer had the insulin pump in an airtight container that could have caused condensation to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside insulin pump. Insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).